Event description:
The account stated when they were installing a mattress bladder, they found stains on the inside of the mattress ticking and foam indicating fluid ingress into the mattress.

Manufacturer narrative:
A replacement mattress was sent to the account to repair the bed.